Event description:
Pt went into cardiac arrest, the central monitoring system responded with a low limit heart rate violation and sounded a level 3 alarm priority as programmed by the users. The users did not immediately detect the alarm condition. They have determined they want heart rate alarm level to be changed to a level 1 alarm priority to ensure the nursing staff will immediately respond to an alarm event in the future.